Event description:
It was reported that, the patient received vibratory alerts. The device was interrogated and found in back up vvi mode. Technical support was contacted; reprogramming was not successful. The device was explanted and replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that the patient was hospitalized and fusion was observed on the device.

Manufacturer narrative:
Reported event of inappropriate/unexpected reset and fusion/pseudofusion were confirmed. Interrogation of the device revealed the device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to power on reset (por). The device was unable to be restored from backup vvi mode. The device was cut open and signs of premature battery depletion were noted. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion which resulted in reported field events.